Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient had revision from mdm to constrained liner. When surgeon revised patient for dislocation he saw the mdm insert was not on femoral head & out of liner.

Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was confirmed. The adm insert showed scratch marks on the articulating surface which is consistent with the reported dislocation. There is also evidence of impingement lip of the insert. A dimensional inspection was carried out. All features conformed to the required specifications aside from one feature due to the damage around the rim of the adm liner. Engineering determined that this damage was not as a result of the manufacturing process. Further to this the feature passed this 100% inspection step during initial processing a device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The exact cause of the event could not be determined however the most probable cause, identified during the medical review, was likely due to the muscular imbalance caused by the use of a pain pump. No evidence of a device related issue was identified during the medical review. Engineering determined that the damage to the lip of the insert was not manufacturing related. The DHR also indicates that all units conformed to the required dimensional requirements. No further investigations is required at this time.

Event description:
Patient had revision from mdm to constrained liner. When surgeon revised patient for dislocation he saw the mdm insert was not on femoral head & out of liner.